Event description:
It was reported that during a peripheral treatment procedure a guide wire detachment occurred. Antegrade access was obtained via the right common femoral artery. The totally occluded, approximately 10cm in length, target lesion was located in the heavily calcified proximal fibular artery. A 5f non-bsc sheath and unspecified sized non-bsc catheter were placed. A pt2 light support 300cm straight guide wire was advanced; however, at the very heavily calcified portion of the lesion, the physician was twisting and "forcing" the wire and noticed that 1-1.5cm of the wire tore off. The detached portion was lodged in the subintimal and did not move. A new pt2 guide wire was advanced and able to cross the lesion. The catheter was exchanged for an unspecified hydrophilic catheter. A 2mmx8cm non-bsc balloon was used to dilate the lesion to a final diameter of 2.5mm. The detached portion of the wire remains in the patient. It is the physician's opinion that since the wire fragment is in the subintimal, no further action is needed. A duplex study will be performed in 4-6 weeks. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that the polyurethane sleeve at the very tip of the distal end section exhibit evidence of being missing exposing the core wire. The specimen presents an overall length of 298.5 cm. Based on specifications, it could be determined that approximately 0.71 to 1.34 cm from the distal end detached from the rest of the core wire, remaining inside patient. Sem analysis revealed that only the proximal fracture site was returned. The fracture occurred within the flat ribbon portion of the wire. The fracture site exhibited a noticeable twist in the wire. The fracture surface exhibited primarily equiaxed dimple ruptures in tension. The fracture occurred as a result of both tensile and torsional overloads. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure a guide wire detachment occurred. Antegrade access was obtained via the right common femoral artery. The totally occluded, approximately 10cm in length, target lesion was located in the heavily calcified proximal fibular artery. A 5f non-bsc sheath and unspecified sized non-bsc catheter were placed. A pt2 light support 300cm straight guide wire was advanced; however, at the very heavily calcified portion of the lesion, the physician was twisting and "forcing" the wire and noticed that 1-1.5cm of the wire tore off. The detached portion was lodged in the subintimal and did not move. A new pt2 guide wire was advanced and able to cross the lesion. The catheter was exchanged for an unspecified hydrophilic catheter. A 2mmx8cm non-bsc balloon was used to dilate the lesion to a final diameter of 2.5mm. The detached portion of the wire remains in the patient. It is the physician's opinion that since the wire fragment is in the subintimal, no further action is needed. A duplex study will be performed in 4-6 weeks. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).